Event description:
It was reported to vyaire medical that the avea ventilator is auto cycling. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire field service went onsite replaced gde (gas delivery engine) and reset serial number and model. All work performed in accordance with avea service manual. Performed est (extended system test) and performance check all passed. Ventilator is operational and meets OEM (original equipment manufacturer) specifications.